Event description:
It was reported that a flowtron universal unit "does not recognize a stocking when inserted". A nurse was repositioning the patient when they noticed that one of the "2 'socks' was inflating and noted that the 'sock' on that side was not inflating. At no point did the machine alarm with an issue and it is unknown how long the machine was not working properly." The customer tested the unit and indicated that there was a foot indicator showing 'none' on the display. The device inspection showed that one tubing was defective. The pump screen was showing that one tubing is not connected and therefore was not inflating the garment. After changing the tubing the pump was found in good working condition.